Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the clinic for a post-operative wound check and device evaluation. The capture thresholds on the right atrial (ra) lead were elevated. An x-ray was performed and no apparent changes were noted. However, there was concern of a possible microdislodgment as the cause of the rise in thresholds. Pacing outputs were increased to accommodate the change. The patient did not have any symptoms but had noted that her heart was less than 60 bpm at times. The system remains in service.